Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized due to events. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient is recovering from the events. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported the patient experienced fungal peritonitis. On an unknown date, the patient was treated with ceftazidime and cefazolin (200mg, once daily, intraperitoneal, discontinued) for fungal peritonitis. It was reported the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the peritonitis event. Pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis therapy (ongoing). Should additional relevant information become available, a supplemental report will be submitted.